Event description:
It was reported that the user contacted support for assistance with a complete supply change for the ilet using a contact/detach 23"-6 mm infusion set with a dexcom g7 and successfully changed supplies, after which the blood glucose was 195 mg/dl with no alerts or alarms and the cause of the hyperglycemia was unclear. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no component failure identified, with use of the ilet and associated infusion set and cgm functioning as expected after supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence